Event description:
A customer reported no visible aiming beam during a procedure. A alternate slit lamp and adaptation was used to complete the case following a 30 minute delay. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).